Event description:
It was reported that the patient had an infection at the neck and chest with yellow fluid. At the time of this report, the surgeon had opted to treat the infection with antibiotics first before removal of device. It was noted that the initial implant surgery on (B)(6) 2013 took about five to five and a half hours, because the surgeon removed the electrodes and some of the fibrotic tissue; however, was taking breaks during the procedure. It was stated that this could be a contributory cause as the patient is subject to an increased risk the longer the procedure is. No additional information was provided. Attempts have been made for additional information; however, they were unsuccessful. Review of manufacturing records of the generator and lead confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
On (B)(6) 2013 the surgeon¿s office reported that on (B)(6) 2013 the surgeon performed an incision, drainage, and debridement of the neck and chest. She stated that there was no mention of the device being explanted on (B)(6) 2013.

Manufacturer narrative:
Additional information was received indicating that the device was in fact not explanted.